Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article "long-term outcomes of eus-guided balloon-occluded gastrojejunostomy bypass for malignant gastric outlet obstruction" by takayoshi tsuchiya, et al. Per the article, between march 2014 and april 2022, thirty-seven patients suffering from gastric outlet obstruction underwent eus-guided double-balloon occluded gastrojejunostomy (epass.) Axios stents were used to facilitate device passage through the gastric and jejunal walls without prior dilation. There were 2 cases of stents with positioning complications because the physician used an additional device to make the puncture and then passed the axios stent through a guidewire. As a result, pushing the guidewire caused the jejunum to move away from the stomach, leading to unsuccessful stent placement. The physician decided to use a different implant technique for the other procedures resulting in successful placements. Regarding adverse events, the article reported patients who experienced pneumoperitoneum, mild fever, and mild abdominal pain post-procedure. Please see the referenced article for full details. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed for the treatment of gastric outlet obstruction.

Manufacturer narrative:
Block b3: approximated based on the date provided (march 2014). Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: takayoshi tsuchiya, "long-term outcomes of eus-guided balloon-occluded gastrojejunostomy bypass for malignant gastric outlet obstruction" department of gastroenterology and hepatology, tokyo medical university hospital, 6-7-1 nishishinjuku, shinjuku-ku, tokyo 160-0023, japan, https://doi.org/10.1016/j.gie.2024.07.006. Block h6: imdrf device code a150201 captures the reportable event of stent misdeployment. Imdrf patient code e2114 captures the reportable event of pnuemoperitoneum. Imdrf impact code f2301 captures the reportable event of additional device required.